Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system and confirmed that the system was not booting up. Review of the system log file showed that the malfunction related to host pc. Upon functional testing, rse identified an issue with the power supply and cmos battery on host pc. Rse guided the customer to replace the bios battery and power supply unit on the host pc. The customer replaced the bios battery and power supply unit on the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system was is not booting up. System was not in clinical use. No harm has been reported to philips. Customer stated that, replaced the bios battery and psu on host to resolve the issue.